Manufacturer narrative:
Multiple products were involved in the event. Two screws of the mentioned part and lot info led to the event. This part is not approved for use in the us, however , a like device with part# 55840005540, 510k# k113174 and upn (B)(4). Has been cleared for us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis for the surgery- second lumbar spinal metastasis procedure used: total en bloc spondylectomy (tes), t12/l1-l3/4 posterior spinal fusion it was reported that on an unknown date, a case that t2 placement was performed after tes, and screw fusion was performed with 2-2. Post-op, the screws were found loose and rhexis occurred at posterior side due to which the kyphosis became worse and the position of t2 was also dangerous. Patient underwent revision and the screws were replaced. Patient had a pain in the back. During the revision, something like spinal fluid leaked. No other info was available.